Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Summary of investigational findings: from a post-market study cook became aware of this event. On (B)(6) 2025 the 69-year-old male patient underwent the main (custom made device) cmd index procedure under general anesthesia. The innominate, left carotid artery, left subclavian artery and right carotid artery were incorporated in repair. The site reported the patient had a 250ml estimated blood loss during the procedure. The proximal seal zone was the native aorta. No significant medical problems or complications occurred during the procedure. At the completion of the procedure all stent grafts and intended side branch stents were patent, no endoleaks were noted and no evidence of stent graft integrity issues. On (B)(6) 2025, 3 days post procedure, the patient underwent a follow-up computed tomography (CT). All vessels incorporated in repair were patent, and a type ii endoleak was noted. There was no progression of dissection. The false lumen within the treated region of aorta was completely thrombosed. The false lumen status outside (proximal to) the treated region of the aorta was no apparent false lumen the false lumen status outside (distal to) the treated region of the aorta was partially thrombosed with type ii entry flow. There was no evidence of stent graft integrity issues, and all stent grafts were patent and all intended side branch stents were intact. On (B)(6) 2025, 7 days post procedure the patient was discharge to a rehab unit. On (B)(6) 2025 the patient underwent a follow-up CT. All vessels incorporated in repair were patent and the site reported a new type ii endoleak with a secondary intervention to treat the endoleak, but no data has been added related to this. There was no progression of dissection. The false lumen within the treated region of aorta was patent with type ib entry flow. The false lumen status outside (proximal to) the treated region of the aorta was completely thrombosed. The false lumen status outside (distal to) the treated region of the aorta was patent with type ib entry flow. There was no evidence of stent graft integrity issues and all intended side branch stents intact. The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Event is related to implanted stent graft. This complaint originates from a post-market study (pmcf) where images are not collected. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label. According to the instructions for use, the safety and effectiveness of the zta has not been evaluated in the patients with dissections. Zta devices are indicated for treatment of aneurysms or ulcers of the descending thoracic aorta, hence the use of the device for treatment of dissection is considered out of intended use. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. Possible cause of type ib false lumen flow could be because of use of zta device for treatment of dissection which is out of intended use for this type of device. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to study (wce-mdr2091: EU custom made aortic data collection project): on (B)(6) 2025 the patient underwent the main cmd index procedure under general anesthesia. The innominate, left carotid artery, left subclavian artery and right carotid artery were incorporated in repair. The site reported the patient had a 250ml estimated blood loss during the procedure. The proximal seal zone was the native aorta. No significant medical problems or complications occurred during the procedure. At the completion of the procedure all stent grafts and intended side branch stents were patent, no endoleaks were noted and no evidence of stent graft integrity issues. On (B)(6) 2025, 3 days post procedure, the patient underwent a follow-up CT. All vessels incorporated in repair were patent, and a type ii endoleak was noted. There was no progression of dissection. The false lumen within the treated region of aorta was completely thrombosed. The false lumen status outside (proximal to) the treated region of the aorta was no apparent false lumen the false lumen status outside (distal to) the treated region of the aorta was partially thrombosed with type ii entry flow. There was no evidence of stent graft integrity issues, and all stent grafts were patent and all intended side branch stents were intact. On (B)(6) 2025, 7 days post procedure the patient was discharge to a rehab unit. On (B)(6) 2025 the patient underwent a follow-up CT. All vessels incorporated in repair were patent and the site reported a new type ii endoleak with a secondary intervention to treat the endoleak, but no data has been added related to this (query outstanding requesting the information). There was no progression of dissection. The false lumen within the treated region of aorta was patent with type ib entry flow. The false lumen status outside (proximal to) the treated region of the aorta was completely thrombosed. The false lumen status outside (distal to) the treated region of the aorta was patent with type ib entry flow there was no evidence of stent graft integrity issues and all intended side branch stents intact.

Manufacturer narrative:
Manufacturers ref# (B)(4) g4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.